Event description:
On (B)(6) 2017, rti surgical received the unique identifiers for the fortiva porcine dermis implanted in the patient. On 10/16/17, additional information was received indicating that the seroma was treated via drain placement by interventional radiology (date unknown).

Manufacturer narrative:
The information provided to date indicated that the xenograft remains implanted and not available for evaluation. Therefore, a comprehensive re-review will be conducted of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints, once the unique identifiers are provided to rti.

Event description:
Rti surgical, inc (rti) received a complaint notification on 08/22/17 indicating that a patient underwent implantation of a fortiva porcine dermis on an unknown date, as part of a hernia repair clinical study. On (B)(6) 2016, the patient developed a seroma (unknown specific location). Additional information has been requested. To date, rti has not received any additional information.

Manufacturer narrative:
Methods: the xenograft was not returned for evaluation. Therefore a comprehensive re-review of manufacturing records, sterilization run reports, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot was conducted. Results: there were three departures noted during records re-review for lot mp151601. One departure was associated with damage of one of the graft's packaging. The graft associated with the departure was destroyed. The second departure was associated with some grafts entered in the system with the wrong document type. However, the complaint graft was not involved or affected. The third departure was associated with exceeded airborne microbial count. Additional testing was performed and was acceptable. Bioburden testing on al lgrafts was within specification. The investigation concluded that these departures did not have a negative impact on the quality of the complaint graft. Serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution. Xenografts manufactured from lot mp151601 underwent a validated sterilization methodology: tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. To date, rti/tmi has manufactured and distributed a total of (B)(4) xenografts from lot mp151601 without related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complications were associated with an event or source extrinsic to the xenograft implant.